Event description:
Reply dr implanted (B)(6) 2011: on (B)(6) 2021. Follow up was performed. Remaining longevity measured by programmer was minimal 7 months, maximal 11 months. Battery impedance 3,7kohm. (B)(6) 2021 battery impedance 3kohm) pacing in atrium 2% pacing in v 1%. Because of low pacing percentage patient was sent away for 6 months follow up. 30march 2022 patient was seen by cardiologist and found to be complaining of severe fatigue. During fu pacemaker was in eol battery impedance 10kohm only 5 months after last follow up. Why was battery eol only after 5 months? Hospital want explanation of fast battery depletion in last 5 months.

Event description:
Reply dr implanted on (B)(6) 2011: on (B)(6) 2021, follow up was performed. Remaining longevity measured by programmer was minimal 7 months, maximal 11 months. Battery impedance 3,7kohm. (21/04/2021 battery impedance 3kohm) pacing in atrium 2% pacing in v 1%. Because of low pacing percentage patient was sent away for 6 months follow up. On (B)(6) 2022, patient was seen by cardiologist and found to be complaining of severe fatigue. During fu pacemaker was in eol battery impedance 10kohm only 5 months after last follow up. Why was battery eol only after 5 months? Hospital want explanation of fast battery depletion in last 5 months.